Manufacturer narrative:
(B)(4). The complaint rd900 neopuff is currently en route to fisher & paykel healthcare for evaluation. We will submit a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the pressure of an rd900 neopuff infant resuscitator is "slow". Upon device service it was identified that the manometer was out of specification. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method:the subject rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) in new zealand, where the device was visually inspected and performance checked. Results: visual inspection of the subject neopuff did not reveal any physical damage. The complaint manometer and valve were performance tested and no fault was found with the device. Conclusion: we are unable to determine what may have caused the reported event, as no fault was found with the returned device. The neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected.

Event description:
A healthcare facility in new york reported that the pressure of an rd900 neopuff infant resuscitator is "slow". Upon device service it was identified that the manometer was out of specification. There was no patient involvement.